Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now that it's removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("thinning of hair") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and alopecia outcome was unknown and the blepharospasm had resolved. The reporter considered alopecia, blepharospasm and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- eyelid twitching and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received - case became serious incident. New events - medical device removal and eyelid twitching were added. New reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now that it's removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("thinning of hair") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and alopecia outcome was unknown and the blepharospasm had resolved. The reporter considered alopecia, blepharospasm and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media eyelid twitching and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.